Event description:
It was reported that the balloon was detached from the catheter body inside of the patient¿s vein. The doctor removed the detached balloon from the vein but was not sure if any residual pieces were left in the vein. There were no patient complications reported.

Manufacturer narrative:
We received one (B)(4) embolectomy catheter with something taped to a gauze pad. The proximal, distal windings and the balloon latex were found to be missing from the catheter tip. The balloon latex and what is believed to be the distal windings were not returned. It seems that only the proximal windings were returned. Returned winding length is 0.120" with unraveled area. (Winding determination was determined by length. The distal windings should be 0.055" long and the proximal windings should be 0.100".) This condition may occur when the pull force of 1.5 lbs on an inflated balloon (per IFU) has been exceeded. Also per the product IFU, the embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). The catheter body was found to be in good condition. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Manufacturer narrative:
Attempts have been made to the hospital for return of the device or further information. At this time, there is no additional information to be shared. If any new information becomes available a supplemental will be forthcoming. Lot number was not provided, therefore review of the manufacturing records could not be completed.